Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to a molding defect as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of a molding defect. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes customer found the tube cap was deformed and leaking. The following information was provided by the initial reporter. The customer stated: when the nurse was preparing for venous blood collection, she found that the vacuum blood collection tube cap (green) was deformed and suspected to be leaking. The vacuum blood collection tube was replaced immediately, and the incident delayed the treatment of the patient. Increased patient pain.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes customer found the tube cap was deformed and leaking. The following information was provided by the initial reporter. The customer stated: when the nurse was preparing for venous blood collection, she found that the vacuum blood collection tube cap (green) was deformed and suspected to be leaking. The vacuum blood collection tube was replaced immediately, and the incident delayed the treatment of the patient. Increased patient pain.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.